Manufacturer narrative:
The lens remains implanted; therefore the cause for the reported event could not be determined. Patient reported no identifiers for the lens precluding a manufacturing record review. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens remains implanted.

Event description:
Patient reported by email that she had a cataract surgery on her right eye on the (B)(6) 2010. She had laser treatment on this eye on the (B)(6). The patient then had a cataract surgery on her left eye on the (B)(6) and had also a laser treatment on this eye on the (B)(6). The patient reports she is not satisfied with the results. She has shadows, halos and glare. She has the feeling her eyes are outside their orbits. She takes no advantage from the multifocal intraocular lenses in comparison with her spectacles and wonders how the situation can be improved. Patient reported no identifiers for the lens, i.e. Serial numbers or model.